Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 319 mg/dl with large ketones. Cause of high bg was unknown. Customer delivered a correction via manual injection. Recommendation was made to consult with healthcare provider regarding diabetes management.